Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was unknown at the time of admission. Customer also reported they were sent to the hospital due to their healthcare provider's request as they had fallen and was having a hard time speaking and remembering anything due to their low blood glucose. The customer also stated the cause of their hospitalization was a concussion. Customer was released from the hospital after being admitted for one month. No additional information provided.